Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by cloudy peritoneal effluent fluid, which warranted antibiotic therapy. The etiology of the peritonitis is unknown; therefore, causality could not be established. Per the pdrn, the events were unrelated to the patient¿s utilization or any fresenius device(s) and/or product(s). Gram-negative roseomonas peritonitis is extremely rare and is usually linked to contact with an environmental contaminate such as water and/or soil. Based on the information available, the liberty select cycler, liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or manufacturers¿ specifications. It is well established that those individuals undergoing pd for rrt (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2023 a peritoneal dialysis (pd) patient's contact reported that the patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] was diagnosed with peritonitis. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 2441 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every other day and ip cefepime 1500 mg daily for 14-21 days. The patient¿s peritoneal effluent culture returned positive for roseomonas gilardii, and the patient¿s vancomycin was discontinued and replaced with ip levaquin (dose, frequency, duration not provided). The patient has recovered from the events and continues to undergo ccpd. The pdrn reported the cause of the peritonitis was never discovered. The patient¿s mother performs the ccpd connections and disconnections due to the patient being visually impaired. The mothers¿ practice was reviewed and no breaks in sterility were noted. Per the pdrn, the events were unrelated to any product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same cycler without reported issue.

Event description:
On (B)(6) 2023 a peritoneal dialysis (pd) patient's contact reported that the patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] was diagnosed with peritonitis. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 2441 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every other day and ip cefepime 1500 mg daily for 14-21 days. The patient¿s peritoneal effluent culture returned positive for roseomonas gilardii, and the patient¿s vancomycin was discontinued and replaced with ip levaquin (dose, frequency, duration not provided). The patient has recovered from the events and continues to undergo ccpd. The pdrn reported the cause of the peritonitis was never discovered. The patient¿s mother performs the ccpd connections and disconnections due to the patient being visually impaired. The mothers¿ practice was reviewed and no breaks in sterility were noted. Per the pdrn, the events were unrelated to any product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same cycler without reported issue.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.